Event description:
It was reported it was planned to explant the catheter due to an inflammatory mass at the catheter tip. It was also reported the healthcare provider (hcp) suspected a granuloma at the catheter tip after isotope research and single photon emission computed tomography (spect) thoracic 4. It was noted a magnetic resonance imaging (MRI) was planned and further steps/actions would be planned after that. It was reported the patient experienced for some time a reduced effect of the therapy. The hcp noticed discrepancies in actual and calculated volume of the pump and believed that may be due to medication that could not be delivered. The patient¿s status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver baclofen. It was further reported an indium-spect examination found a full-stop at the level of the tip of the catheter and the finding was suspect also for a granuloma. Further examinations were to be performed. Additional information received reported the patient had a history of spinal cord injury. It was also reported the patient had difficulty coping with is illness. Regarding symptoms, the patient already had a pump for several years and the past year he complained of increased spasticity symptoms and that ¿the pump was not working like before.¿ the dosage was increased several times (including boluses), which is the reason why he was now at a very high dose (2400 mcg/day at a concentration of 4000 mcg/ml), but no additional effect could be reached. A MRI was not yet performed as the hcp was thinking of the best treatment options and an update would be given as soon as more was determined. The patient was not receiving effective therapy so far. It was also reported it was suspected an obstruction was at the level of his cervical spinal lesion and a catheter dye study was attempted, but it was not possible to aspirate via the catheter access port so no dye was injected. A standard x-ray was performed and a MRI would be done. After further examinations were completed the decision would be made to determine the patient¿s treatment. Additional information received indicated that the patient had been seen at a different hospital because either the hospital could not find a proper solution or the patient was seeking a second opinion. The patient had seemed to have ¿shopped around¿ for care the past few years. The patient¿s reduced therapy relief and diminishing of effect were still the same. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found no anomaly. There was corrosion present on gear wheel 3 and the m2 feedthru ferrule but it did not affect the functionality of the pump.

Manufacturer narrative:
This event no longer applies for the recall and notification. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "synchromed® ii implantable drug infusion pump overinfusion", customer letter ((B)(6)2014).

Event description:
Additional information reported the pump and catheter were replaced. It was stated the old pump showed discrepancies of 12ml more than expected.

Manufacturer narrative:
Product ID: 8731, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there were no findings of granuloma formation after the MRI. It was stated the catheter was in the extradural space with obstruction. It was stated the obstruction was found around the level of the legion. It was reported the patient noticed "an effect, but not sufficient effect." It was stated they were searching for a solution to get "good liquor" passage again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported there was only no reaction to the reduction of therapy. It was noted the MRI was being planned for the end of the week. Additional information reported the MRI was performed on 2014-(B)(6). It was noted that no outcome/results were known.